Event description:
It was reported that a patient underwent a cervical fusion procedure at c5-c6-c7 using a transitional cervical plate system. The hardware was explanted approximately 5 years post-operatively in a revision surgery due to patient complaints of "pain". It is unknown if fusion occurred for this patient. No further information could be obtained.

Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.